Manufacturer narrative:
Concomitant medical products: dtba1d1, crtd, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to atrial arrythmia with rapid ventricular response. It was additionally noted that the right atrial (ra) lead exhibited intermittent undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial (ra) lead continued to exhibit intermittent undersensing.